Event description:
An end user has called to report the right arm of the wheelchair that holds her joystick isn't staying in place. In speaking with the reporter she stated that she operates the powered wheelchair both indoors and out. When driving the joystick part moves when it's not supposed to.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51, serial number/date code unknown is of an unknown age. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The reporter has been contacted for additional information. It was also learned she has only been using this device for approximately 6 weeks. She did not report any injury has occurred.